Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs replaced to address the issue. Also during evaluation a error code related to the internal battery was found in the downloadable error log. The internal battery was replaced to address the issue. Additionally, the inlet air path assembly and removable air path foam was replaced per remediation, and the software was upgraded.